Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from not being impacted to the 400s mg/dl with moderate ketones. An insulin injection was used to address the bg level. After the alarms, the customer changed the supplies on the pump. After the most recent supply change, the customer resumed insulin delivery without receiving another alarm.